Event description:
The customer reported the system shuts down and restarts itself. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive power supply plug was incompetent and was repaired. The system was then found to be working as intended.